Event description:
It was reported that the atrial lead had stored episodes for noise reversions. The noise was reproduced when the can was manipulated. It was also noted that the patient had experienced chest pain since (B)(6) 2010. Atrial sensitivity was programmed to 0.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.